Event description:
Patient has a permanent pacemaker for high-grade av block with symptomatic bradycardia implanted 4.5 years ago. A year ago he started having the sensation of muscle twitching in his chest. The patient was admitted for chronic ventricular lead extraction for his malfunctioning pacemaker system. The ventricular impedance trends shows marked decrement consistent with insulation breach. A new ventricular lead was implanted. A new pulse generator was implanted due to end of battery life. Patient came through surgery without complications.